Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, a diagnostic anomaly on the device morphology was noted. The device was reprogrammed and will continue to be monitored. The patient was stable with no adverse consequences.